Event description:
Complainant alleged that during a routine shift check by a clinician, the device while powering on displayed error message code "status 51" on the monitor screen. The "status 51" on the screen and the user indicated they were unable to operate defibrillator. The complainant indicated that there was no patient involvement in the reported failure.